Event description:
Dialysis staff noted a slight blood leak from a quinton 36cm catheter. The pt was admitted and the catheter was explanted and replaced. No further complications of pt injury were noted.